Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal ') in a 35-year-old female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 1 year 2 months after insertion of essure. The patient was treated with surgery (essure removal surgery (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-sep-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of hypersensitivity ("allergic or hypersensitivity reaction") in a 34 year-old female patient who had essure inserted (lot no. B72583) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2 and pregnancy. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 433 days after essure insertion, she experienced hypersensitivity (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced device intolerance ("inability to tolerate the device"). The patient was treated with surgery (bilateral laparoscopic salpingectomy and removal of essure on (B)(6) 2015). At the time of the report, none of the outcomes for these events were known. The reporter considered device intolerance and hypersensitivity to be related to essure administration. The reporter commented: insertion details: right tube- 5 coils, left tube- 3 coils. On (B)(6) 2015 an uneventful salpingectomy on both sides with the removal of both sided essure. The removal appears to be complete. No bleeding. Findings: normal size and shape uterus, both tubes and ovaries are normal, no pathology visible in pelvis. Essure can be palpable at isthmic part of the tube. Diagnostic results (normal ranges are provided in parenthesis if available): [ear, nose and throat examination] on 08-jan-2015: normal tympanic membranes [histology] on (B)(6) 2015: macroscopy: a. Right tube- fallopian tube 75mm length and 10 mm in diameter with fimbria. There is a wire inserted in the proximal end of the tube. B. Left tube- fallopian tube 75mm length and 8 mm in diameter with fimbria. There is small cyst attached to the tube measuring 5 mm maximum dimension [hysterosalpingogram] on (B)(6) 2014: there is no evidence of contrast travelling along the fallopian tubes. Essure sterilization has been successful [neurological examination] on (B)(6) 2015: normal; on (B)(6) 2015: no focal signs or signs of raised intracranial pressure batch no b72583. Production date 2013-09-28. Expiration date 2016-09-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-apr-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medica device removal') in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jul-2021: fu received: event adverse event nos replaced with medical device removal and made medically significant and intervention required due to surgery. Reporter and essure insertion and removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of hypersensitivity ('allergic or hypersensitivity reaction') in a 34-year-old female patient who had essure (batch no. B72583) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy and parity 2. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced device intolerance ("inability to tolerate the device"). The patient was treated with surgery (bilateral laparoscopic salpingectomy and removal of essure on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the hypersensitivity and device intolerance outcome was unknown. The reporter considered device intolerance and hypersensitivity to be related to essure. The reporter commented: insertion details: right tube- 5 coils, left tube- 3 coils. On (B)(6) 2015 an uneventful salpingectomy on both sides with the removal of both sided essure. The removal appears to be complete. No bleeding. Findings: normal size and shape uterus, both tubes and ovaries are normal, no pathology visible in pelvis. Essure can be palpable at isthmic part of the tube. Diagnostic results (normal ranges are provided in parenthesis if available): ear, nose and throat examination - on (B)(6) 2015: normal tympanic membranes. Histology - on (B)(6) 2015: macroscopy: a. Right tube- fallopian tube 75mm length and 10 mm in diameter with fimbria. There is a wire inserted in the proximal end of the tube. B. Left tube- fallopian tube 75mm length and 8 mm in diameter with fimbria. There is small cyst attached to the tube measuring 5 mm maximum dimension. Hysterosalpingogram - on (B)(6) 2014: there is no evidence of contrast travelling along the fallopian tubes. Essure sterilization has been successful. Neurological examination - on (B)(6) 2015: normal; on (B)(6) 2015: no focal signs or signs of raised intracranial pressure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2022: medical records (mr) received: reporter¿s information updated and a new reporter was added. Patient¿s dob updated and medical history information provided, and lab data added. Essure indication and lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ('allergic or hypersensitivity reaction') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced device intolerance ("inability to tolerate the device"). The patient was treated with surgery (salpingectomy surgery (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the hypersensitivity and device intolerance outcome was unknown. The reporter considered device intolerance and hypersensitivity to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-nov-2021: reporter information added. Previously reported event medical device removal updated to event hypersensitivity. Event: inability to tolerate the device added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of hypersensitivity ("allergic or hypersensitivity reaction") in an adult female patient who had essure inserted (lot no. B72583) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of contraception nos on (B)(6)2014, skin blotches, itching, iliac fossa pain, unsteadiness, vertigo, dizziness, nausea, headache, parity 2 and pregnancy. Previously administered products included: cinnarizine. On (B)(6)2014, the patient had essure inserted. On (B)(6)2015, 433 days after essure insertion, she experienced hypersensitivity (seriousness criteria medically important and intervention required). Essure was removed the same day. On unknown date she experienced device intolerance ("inability to tolerate the device"), mental disorder (". Psychological issues"), brain fog ("brain fog"), headache ("headache"), nausea ("nausea"), fatigue ("fatigue") and dizziness ("dizziness"). The patient was treated with surgery (bilateral laparoscopic salpingectomy and removal of essure on (B)(6)2015). At the time of the report, the outcomes for hypersensitivity and device intolerance were unknown. The reporter considered brain fog, device intolerance, dizziness, fatigue, headache, hypersensitivity, mental disorder and nausea to be related to essure administration. The reporter commented: insertion details: right tube- 5 coils, left tube- 3 coils. On (B)(6)2015 an uneventful salpingectomy on both sides with the removal of both sided essure. The removal appears to be complete. No bleeding. Findings: normal size and shape uterus, both tubes and ovaries are normal, no pathology visible in pelvis. Essure can be palpable at isthmic part of the tube. Diagnostic results (normal ranges are provided in parenthesis if available): [ear, nose and throat examination] on (B)(6)2015: normal tympanic membranes [histology] on (B)(6)2015: macroscopy: a. Right tube- fallopian tube 75mm length and 10 mm in diameter with fimbria. There is a wire inserted in the proximal end of the tube. B. Left tube- fallopian tube 75mm length and 8 mm in diameter with fimbria. There is small cyst attached to the tube measuring 5 mm maximum dimension [hysterosalpingogram] on (B)(6)2014: there is no evidence of contrast travelling along the fallopian tubes. Essure sterilization has been successful [neurological examination] on (B)(6)2015: normal; on (B)(6)2015: no focal signs or signs of raised intracranial pressure batch no b72583 production date 2013-09-28 expiration date 2016-09-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 13-feb-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of hypersensitivity ("allergic or hypersensitivity reaction") in an adult female patient who had essure inserted (lot no. B72583) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of contraception nos on (B)(6) 2014, skin blotches, itching, iliac fossa pain, unsteadiness, vertigo, dizziness, nausea, headache, parity 2 and pregnancy. Previously administered products included: cinnarizine. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 433 days after essure insertion, she experienced hypersensitivity (seriousness criteria medically important and intervention required). Essure was removed the same day. On unknown date she experienced device intolerance ("inability to tolerate the device"), mental disorder (". Psychological issues"), brain fog ("brain fog"), headache ("headache"), nausea ("nausea"), fatigue ("fatigue") and dizziness ("dizziness"). The patient was treated with surgery (bilateral laparoscopic salpingectomy and removal of essure on (B)(6) 2015). At the time of the report, the outcomes for hypersensitivity and device intolerance were unknown. The reporter considered brain fog, device intolerance, dizziness, fatigue, headache, hypersensitivity, mental disorder and nausea to be related to essure administration. The reporter commented: insertion details: right tube- 5 coils, left tube- 3 coils. On (B)(6) 2015 an uneventful salpingectomy on both sides with the removal of both sided essure. The removal appears to be complete. No bleeding. Findings: normal size and shape uterus, both tubes and ovaries are normal, no pathology visible in pelvis. Essure can be palpable at isthmic part of the tube. Diagnostic results (normal ranges are provided in parenthesis if available): [ear, nose and throat examination] on (B)(6) 2015: normal tympanic membranes [histology] on (B)(6) 2015: macroscopy: a. Right tube- fallopian tube 75mm length and 10 mm in diameter with fimbria. There is a wire inserted in the proximal end of the tube. B. Left tube- fallopian tube 75mm length and 8 mm in diameter with fimbria. There is small cyst attached to the tube measuring 5 mm maximum dimension [hysterosalpingogram] on (B)(6) 2014: there is no evidence of contrast travelling along the fallopian tubes. Essure sterilization has been successful [neurological examination] on (B)(6) 2015: normal; on (B)(6) 2015: no focal signs or signs of raised intracranial pressure batch no b72583 production date 2013-09-28 expiration date 2016-09-30. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:. Psychological issues,brain fogg,headache, nausea, dizziness , fatigue. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-jan-2024: reporters, date of birth,medical history updated.. Psychological issues, brain fogg, headache, nausea, dizziness, fatigue event added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.